Manufacturer narrative:
Concomitant medical products: product ID: bi71000168, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Troubleshooting was performed by removing the covers to access the collimator assembly. The reported issue was confirmed, the collimator was not initializing correctly. It was found that the "stroke error" for the x-leaf was out of specification. The x and y end stops were adjusted. After the adjustment, both x and y collimator leaves passed the stroke check. The collimator to detector alignment was adjusted. The system then performed as intended and passed a system checkout. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an initializing collimator error on the motion bar of the imaging system pendant. The logs showed a problem with the collimator, error 100.4 (x-leaf failing). There was no patient involved when this issue was discovered.